Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative regurgitation (mr) with a grade of 4+ on a patient with pre-existing flail. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was then prepared per the instructions for use (IFU), inserted without issues, and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and during deployment, after removing the lock line, the clip opened to roughly 60 ¿ 120 degrees. Troubleshooting was performed, but the issue did not resolve. To stabilize the clip, a third clip, a mitraclip nt, was then inserted and grasping was performed. However, difficulties visualizing the leaflets occurred, and the leaflets were unable to be captured. Therefore, the clip was removed, and the procedure was discontinued. The procedure was completed with two clips implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative regurgitation (mr) with a grade of 4+ on a patient with pre-existing flail. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was then prepared per the instructions for use (IFU), inserted without issues, and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and during deployment, after removing the lock line, the clip opened to roughly 60 ¿ 120 degrees. Troubleshooting was performed, but the issue did not resolve. To stabilize the clip, a third clip, a mitraclip nt, was then inserted and grasping was performed. However, difficulties visualizing the leaflets occurred, and the leaflets were unable to be captured. Therefore, the clip was removed, and the procedure was discontinued. The procedure was completed with two clips implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked could not be replicated in a testing environment due to the condition of the returned device. The reported poor imaging could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported poor imaging is related to procedural conditions (poor visibility, shadowing), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: